Event description:
Tpn pt receiving tpn 2230 ml each night over 11 hours via cadd prizm pump. Now switched to new tubing with free-flow protection. Since change, caregiver noticed more fluid in bags when complete. Measured and extra volume was >6% (at approx 7%) 150 ml beyond the 150 ml overfill put in bag. This pt has several months history of consistency of infusion volume with the old tubing/same pump/same volume and rate. Old reorder # 21-7081, new reorder # 21-7081j-01.